Event description:
It was reported that there was a black mark on the reservoir of a small volume intermate. This was noted before patient use. The device had been filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 15a006 was manufactured between january 07, 2015 and january 08, 2015. The affected device was received for evaluation. Visual inspection noted a black particle approximately 0.02 square millimeters in size, located on the outer surface of the stress member. The particulate was not located inside of the fluid pathway. The origin of this particulate could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.